Event description:
It was reported that a home patient (hp) received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during dwell four of four. There was nothing unusual noted with the setup. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp started therapy over with new supplies. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.